Event description:
It was further reported in (B)(6) 2012 troponin value was found to be elevated and a non q-wave myocardial infarction was reported. No ischemic symptoms were observed. No action was taken to treat the event. The events were considered resolved without residual effects and the patient was discharged on aspirin and clopidogrel.

Event description:
(B)(4). Same case as MDR ID #: 2134265-2012-04188. It was reported that during a stenting treatment procedure, vessel jailing occurred. The patient presented due to unstable angina. The first 80% stenosed bifurcated and 10mm long target lesion was located in the distal left anterior descending (lad) artery with a reference vessel diameter of 2.5mm. The first target lesion was treated with direct stent placement using a 2.5x12mm promus element stent, resulting in 0% residual stenosis following post-dilation. Following deployment of the 2.5x12mm promus element stent, jailing of the second diagonal branch occurred. The jailing was treated with rewiring of the second diagonal and with kissing balloon angioplasty. The final result was ''good and prevent compromising the over stent second diagonal.'' The second 80% stenosed and 15mm long target lesion was located in the proximal lad with a reference vessel diameter of 3.0mm. The second target lesion was treated with pre-dilation and placement of a 3.0x32mm promus element stent, resulting in 0% residual stenosis following post-dilation. The patient was discharged two days later on aspirin and clopidogrel.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Device is combination product. (B)(6). Device evaluated by MFR: it is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further information from that review, a supplemental medwatch will be filed. (B)(6).